Event description:
Reportedly, the instrument did not fire so the staples were not properly fired, also the knife blade did not cut. Started procedure laparoscopically, however because of reported defect, had to open pt surgically. Procedure: lab appendectomy.